Event description:
The customer reported that, it appeared standby message and they couldn't use it for the surgery. Our technical staff replaced the lamp ballast and returned it to the customer. But the customer alleged the same situation.

Manufacturer narrative:
Additional information will be provided once investigation is completed.